Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side partially deflated, ¿pain¿, "can feel ridges and the vales on each device" and concern due to recall. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: g1.

Event description:
Patient reported a right side partially deflated, ¿pain¿, "can feel ridges and the vales on each device" and concern due to recall. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, missing in the shell and broken plug strap. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify broken sharp in the plug strap, and broken shar in the shell, striated edge opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a broken sharp in the plug strap side assessed as unidentified (tear) opening. A striated edge opening on anterior side assessed as surgical damage. Missing piece of the shell assessed inconclusive. A broken in the shell side assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a4, b3, b5.

Event description:
Patient reported a right side partially deflated, ¿pain¿, "can feel ridges and the vales on each device" and concern due to recall. Device has been explanted.